Event description:
A patient reported, via regulatory agency, that they experienced the events of ¿capsular contracture of the left breast¿, ¿inflammation high in body¿, ¿hives¿, ¿itchy skin/head." Patient additionally reported ¿gallbladder removal¿, ¿treated for overgrowth of yeast/mold¿, ¿high mercury¿, ¿migraines¿, ¿intolerance to certain foods¿, ¿gut issues¿, ¿joint pain¿, ¿sjogren's¿, ¿anxiety¿, ¿allergies¿, ¿fatigue¿, ¿brain fog¿, and ¿hyperthyroid/graves"; these events are not device related. Explant information is unknown.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw5085343. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported, via regulatory agency, that they experienced the events of ¿hives¿, ¿gallbladder removal¿, ¿treated for overgrowth of yeast/mold¿, ¿high mercury¿, ¿migraines¿, ¿intolerance to certain foods¿, ¿gut issues¿, ¿joint pain¿, ¿sjogren's¿, ¿anxiety¿, ¿allergies¿, ¿itchy skin/head¿, ¿inflammation high in body¿, ¿fatigue¿, ¿brain fog¿, ¿hyperthyroid/graves¿, and ¿capsular contracture of the left breast¿. Explant information is unknown.